Event description:
Additional information was received indicating that the vns patient was admitted to the hospital due to seizures. The patient¿s device again showed high impedance and was observed to be still programmed on so it was disabled on (B)(6) 2014. An implant card was received indicating that the patient underwent generator and lead replacement surgery on 09/03/2014 due to lead discontinuity. The explanted devices have not been returned to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient received a high impedance warning during system diagnostic testing (7529 ohms) and that there were no known events of trauma or device manipulation that were believed to have caused or contributed to the reported event. Additional information was later received that the patient¿s treating vns therapy physician had disabled the patient¿s generator and that the patient¿s family wanted to observe the patient¿s condition in the absence of vns therapy before deciding whether or not to pursue replacement surgery.